Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to fire device due to a defective button. Could not test to see if the lancet retracted.

Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-02595, and #3005099803-2010-02596 for a description of the other devices. It was reported to boston scientific corporation that three gold probe devices were used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, the first gold probe device would not cauterize. They attempted to use two other gold probe devices, but experienced the same problem. The case was completed with an interject sclerotherapy needle. After the procedure, they tested the generator used with the gold probes; no issues were found. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.